Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 441 mg/dl and the current blood glucose level was 441 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer experienced symptoms such as vomiting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood event. Customer states that does not allege the insulin pump was under delivering. The insulin pump will be returned for analysis.